Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
Article entitled ¿the effect of implant modification the low contact stress experience¿ written by a. Pineda, m. B. Pabbruwe, a. M. Kop, p. Vlaskovsky, and m. Hurworth published in the bone and joint journal science direct in 2019 as reviewed. The aim of this study was to conduct the largest low contact stress (lcs) retrieval study to elucidate the failure mechanisms of the porocoat and duofix femoral component. The latter design was voluntarily recalled by the manufacturer. The study included 104 revised uncemented lcs implants which were analyzed. Patients were either implanted with porocoat implants for duofix implants. Adverse events (based off the aes provided patients experienced more than one adverse event and the data is summarized) reason for removal/observation at removal adverse event(s) possibly associated with unk lcs femoral component 104 device revision and replacements 67 for pain 27 for implant loosening (bone to implant) 29 for joint instability 10 for infection 14 for implant mispositioning 9 for joint stiffness 8 for metallosis 33 for debris tissue staining 26 for bone reabsorption 53 for scar tissue 3 for heterotopic ossification 8 for effusion/cyst adverse event(s) possibly associated with unk lcs tibial component 104 device revision and replacements 67 for pain 27 for implant loosening (bone to implant) 29 for joint instability 10 for infection 14 for implant mispositioning 9 for joint stiffness 8 for metallosis 33 for debris tissue staining 26 for bone reabsorption 53 for scar tissue 3 for heterotopic ossification 8 for effusion/cyst adverse event(s) possibly associated with unk lcs tibial insert 104 device revision and replacements 67 for pain 29 for joint instability 10 for infection 9 for joint stiffness 8 for metallosis 23 for osteolysis 33 for debris tissue staining 26 for bone reabsorption 53 for scar tissue 3 for heterotopic ossification 8 for effusion/cyst

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. The size of the article is too large to attach/submit with the 3500a submission. The citation of the article has been provided below: ¿the effect of implant modification the low contact stress experience¿ written by a. Pineda, m. B. Pabbruwe, a. M. Kop, p. Vlaskovsky, and m. Hurworth published in the bone and joint journal science direct in 2019 as reviewed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.